Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittently elevated blood glucose (bg) level of 676 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Additionally, it was reported that the customer experienced intermittently low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and changed supplies to address bg. Reportedly, the customer has had blurry vision due to the fluctuation bg values. Recommendation was made to consult with a healthcare provider to discuss diabetes management.